Manufacturer narrative:
Device evaluated by manufacturer: contrast and blood were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end of the stent. It was determined that one strut was damaged and stretched on the first distal row and extending back at 90 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 70% stenosed 2.5x12mm concentrically shaped, denovo target lesion was located in the severely tortuous and severely calcified mid 1st obtuse marginal (om). The physician accessed the right femoral artery and then a luge wire was advanced. A 2.25x12mm taxus liberte atom stent was then advanced to the om; however, the device was unable to cross the lesion. The device was removed from the patient and the physician inserted a non bsc wire. The physician attempted to reinsert the taxus liberte atom stent but the device was still unable to cross the lesion. The device was removed from the patient and a mailman buddy wire was inserted. The stent was inserted over the non bsc wire but the device was still unable to cross the lesion. The stent was removed and the physician was going to attempt to advance it over the mailman wire but before inserting it again it was noticed that the proximal stent strut was flared. The non bsc wire was removed and then a 2.25x8mm taxus liberte atom stent was successfully advanced over the mailman wire and implanted in the lesion. A 2.5x8mm taxus liberte stent was then implanted distally to the first stent. The procedure was completed at this point with no patient complications reported. The patient's current condition is listed as 'okay'.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 70% stenosed 2.5x12mm concentrically shaped, denovo target lesion was located in the severely tortuous and severely calcified mid 1st obtuse marginal (om). The physician accessed the right femoral artery and then a luge wire was advanced. A 2.25x12mm taxus liberte atom stent was then advanced to the om; however, the device was unable to cross the lesion. The device was removed from the patient and the physician inserted a non bsc wire. The physician attempted to reinsert the taxus liberte atom stent but the device was still unable to cross the lesion. The device was removed from the patient and a mailman buddy wire was inserted. The stent was inserted over the non bsc wire but the device was still unable to cross the lesion. The stent was removed and the physician was going to attempt to advance it over the mailman wire but before inserting it again it was noticed that the proximal stent strut was flared. The non bsc wire was removed and then a 2.25x8mm taxus liberte atom stent was successfully advanced over the mailman wire and implanted in the lesion. A 2.5x8mm taxus liberte stent was then implanted distally to the first stent. The procedure was completed at this point with no patient complications reported. The patient's current condition is listed as "okay".

Manufacturer narrative:
(B)(4).